Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump intermittently shut off unexpectedly. Lastly, it was reported that the wake button was unresponsive. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.